Manufacturer narrative:
Eval code method was corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: piayda k et al. Delivery catheter capsule demolition during the deployment of a medtronic corevalve evolut r. Jacc cardiovasc interv. 2020 apr 8. Pii: s1936-8798(20)30500-8. Doi: 10.1016/j.jcin.2020.02.010. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding a (B)(6)-year-old male patient who presented with symptomatic, severe aortic stenosis. An angiogram of the aorta and the iliofemoral arteries depicted severe tortuosity with vessel diameters between 0.9 to 1 cm and were deemed acceptable for transfemoral transcatheter aortic valve replacement. A 29 mm medtronic evolut r (serial number not provided) was loaded into a medtronic enveo r delivery catheter system (dcs) and the valve load was confirmed with fluoroscopic inspection. The valve and dcs were advanced over a medtronic confida guidewire. During the procedure, the valve was recaptured two times due to difficulty positioning the valve. Per the physician/author, the valve tended to move into a position that was ¿too high¿. During the third deployment attempt, high tension on the dcs was encountered and the capsule could no longer be retrieved with counterclockwise rotation of the dcs handle. The valve and dcs were withdrawn from the patient and not used for implant. Examination of the withdrawn dcs noted a completely separated capsule. Subsequently, the confida guidewire was exchanged for an extra-stiff non-medtronic wire and a new enveo r dcs was used to successfully implant a new 29 mm evolut r (serial number not provided). Prior to hospital discharge, the patient had a permanent pacemaker implanted due to complete heart block. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author provided the patient's weight. Updated data: a.4 - added the patient weight (220 lbs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.